Event description:
Boston scientific crm received information that the left ventricular (lv) lead exhibited loss of capture at maximum outputs and impedance measurements greater than 2000 ohms. The lead was found to be fractured. According to the boston scientific sales representative, the lv lead will likely be explanted in the near future. Currently there is no record of extraction. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.